Event description:
It was reported that the right ventricular (rv) lead had high pacing threshold. The rv lead was explanted and was replaced with a new lead. It was also reported that the implantable cardiac defibrillator (ICD) had possible rapid battery depletion. Telemetry was not able to be established to the device. There was no pacing output and the magnet tone was unable to be obtained. The ICD was explanted and was replaced with a new device. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Weekly battery voltage trend data in save to disk file _(B)(4) shows min bat=3.02 to 2.99 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt <= 2.61 volt. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. Performance data was collected from the device and analyzed. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.02 to 2.99 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt <= 2.61 volt. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had cosmetic depression.